Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received no delivery alarm and as a result was hospitalized on (B)(6) 2016. When infusion set was removed, it was found that cannula was bent. Customer was hospitalized for two days and was wearing insulin pump at the time of hospitalization.